Event description:
Patient was revised to address osteolysis, pseudotumor, and massive effusion.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code c61e81000. A search of the complaint database finds additional reported incidents against lot codes 2755722 and 2726809 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 2/22/16 medical records received. Medical records reviewed for MDR reportability. Pathology report noted synovial fluid with evidence of chronic inflammation. There is no new additional information that would affect the existing investigation. The complaint was updated on: mar 8, 2016.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code c61e81000. A search of the complaint database finds additional reported incidents against lot codes 2755722 and 2726809 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. X-ray(s) were obtained and reviewed by a medical professional. No evidence suggestive of osteolysis, implant loosening or fracture was noted. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code c61e81000. A search of the complaint database finds additional reported incidents against lot codes 2755722 and 2726809 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. X-ray(s) were obtained and reviewed by a medical professional. No evidence suggestive of osteolysis, implant loosening or fracture was noted. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.